Event description:
This spontaneous case from united states was received on (B)(6) 2018 from patient this case concerns (B)(6) male patient who initiated treatment with synvisc one and on the same day could not sleep all night, knees had blown up, had excruciating pain; on the next day drained his knee, after an unknown latency could not put any weight on his foot and had chills also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (indication and dose: unknown; batch/ lot number: 7rsl021 and expiry date: unknown). On the same day, he could not sleep all night and called the doctor early morning. His knee had blown up. He said he went to the office on (B)(6) 2017 (latency: 1 day) and they drained his knee. The fluid was 'puffy" and he was in excruciating pain. He had to go back to the office again a week or 2 later and have it drained again. He said he had to use a walker initially but now he uses a cane. He could not put any weight on his foot. Corrective treatment: not reported for all events outcome: not recovered for all events seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 1-feb-2018: this case concerns a male patient who received synvisc one injection from the recalled lot and later had pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.